Manufacturer narrative:
The subject device was returned and evaluated. The evaluation confirmed the reported e315 error code. A rusty socket unit, likely caused by fluid invasion, was thought to have contributed to the production of this error code. The reported b30 error code was not confirmed however. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during preparation for use, a b30 and e315 (scope communication error) displayed on the monitor when the gastroscope was connected to evis exera iii xenon light source. Another similar device used to complete the procedure. There were no reports of patient harm associated with this event. This is report #2 of 2 for report patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the contact pin of the scope socket was worn and rusted, preventing communication with the scope. The xenon lamp did not light up because the lamp made by another company was used instead of the lamp specified by olympus. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for a diagnostic gastro endoscopy procedure. There was no delay reported and the procedure was completed using a similar device.